Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed right ventricular lead noise over-sensing on the high ventricular rate episodes. No patient symptoms or intervention was reported.